Event description:
It was reported that the pump's alarm sound was not annunciating. Customer's continuous glucose monitor read "high" with moderate ketones, however, specific blood glucose (bg) value was not provided. A correction bolus via the pump was delivered to address bg. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.